Event description:
It was reported that the right atrial (ra) lead exhibited loss of capture, loss of sensing and high, out of rang pacing impedance due to twiddler syndrome. Additionally, the right ventricular (rv) lead showed diminished r-wave amplitude due to twiddler syndrome. The rv and ra leads were explanted and replaced on (B)(6) 2025. The patient was in stable condition.